Event description:
It was reported that this right ventricular (rv) lead exhibited noise, oversensing and pacing not delivered when required with no asystole, due to dislodgement. A lead revision was performed. This lead remains in service. No additional adverse patient effects were reported.